Event description:
Main body graft was advanced via a left femoral apprach into the aorta. Angulation of the aorta infrarenally was in excess of sixty degrees and complicated device delivery. The tortuous anatomy in the iliac arteries resulted in difficulty advancing the wire and delivery sheaths through the vessels. As a result of the present totruosity, the physician had difficulty docking the top cap with the grey positioner. Utilizing a balloon catheter, the top cap was successfully pulled downward upon the grey positioner. Prevalent tortuosity in the aorta and iliac arteries, resulted in the placement of additional stents. Two stents were required in the main body at the proximal portion of the graft, and one each in the contralateral and ipsilateralleg grafts. An improved flow through the graft and a decrease in the angle was observed after placement. During mid-procedure a noted profusion of blood was observed, in conjuction with a drop in the patient's blood pressure, bp was maintained and a transesophageal examination (tee) was preformed noting a ventricular perforation. The lunderquist wire had been passed beyond the aortic arch through the aortic valve and into the left ventricle causing the ventricular perforation. Patient had then developed a cardiac tamponade which was initially treated with catheter aspiration, but ultimately required a median sternotomy and several sutures to repairs the hole. Zenith implant procedures was succcessfully completed.